Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation site: cq zuchwil, selected flow: damaged: visual / examples: cracked/broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip of the reamer is broken off. The broken off portion was not returned as it remained in the patient as stated in the complaint description. Furthermore, the cutting edges of the device shows slightly signs of wear. Document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, the review has shown that with raw material 440a the correct material was used. The hardness value was confirmed to meet the specification with no non-conformance noted. The measurements of the hardness after the hardening procedure were between 50.6-51.9 hrc also within the specification of 50 +5/0 hrc. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint a potential cause could be due to unintended forces applied to the device the for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This and the findings above let us exclude a manufacturing related issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part:03.037.022, lot: f-18544, manufacturing site:selzach, supplier: (B)(4), release to warehouse date: sept. 15, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an osteosynthesis surgery for a left femoral insufficiency fracture. During the surgery the tip of the drill bit broke and the fragment remained in the bone head. The fragment was unable to be removed from the bone. The surgery was completed with a 30 minute delay. The surgeon commented that he applied too strong force to the devices, and they bent during use, which caused the breakage of the drill bit. The patient had breast cancer and it transferred to the right femur and total hip arthroplasty (tha) surgery had been performed. This surgery was performed for the left femur. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).